Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3555-31, lot# n535797, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
It was reported that during implant for a stimulation trial there were high impedances of greater than 10000 ohms when the first lead was implanted. A second multi-lead trialing cable (mltc) was tried but the same problem occurred. The mltc and lead were going to be returned. The patient was doing fine after the surgery.